Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. During a surgical procedure on a lung, the clip was on the nucleus and peripheral side. When bleeding started the surgeon found that the clip had detached from the device.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6) digital camera. We made a visual inspection of the clips. All three cracks exhibit cracks and deformations. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and additionally to the DHR files a production error or material defect can be excluded. We assume that the deformations were caused by an incorrectly positioned clip applier. It is also possible that the tissue was cut too close to the clip, resulting in a detachment. No CAPA is necessary.